Manufacturer narrative:
A system service check of the ocs by bayer service confirmed that the upper flexure assembly and vertical arm support (vsa) had disengaged. The equipment was repaired and returned to normal operation. Bayer product analysis received and examined the returned components and determined that the vsa did not remain engaged to the system due to a failure of the glue joint between the vsa and upper flexure.

Event description:
The following information was received from a bayer representative: the overhead counterpoise system (ocs) broke at the level of the vertical support. The customer held onto the injector head with her hands to prevent it from falling onto the floor and was struck on the shoulder with the equipment; however, she did not seek medical treatment.